Manufacturer narrative:
(B)(4).

Event description:
Follow-up information revealed the patient did not recharge the ipg as recommended. Reportedly, effective therapy was restored following the procedure and the issue is resolved.

Event description:
It was reported the patient's ipg had depleted. As such, the patient underwent surgical wherein the ipg was explanted and replaced.